Event description:
Technical services received a call on 11/17/2011. Caller stated patient is in the hospital with chf and md, dr. (B)(6), trying to rule out vt. 2.3-2.7 mv a-waves noted. > 12 mv in unipolar. Sensing was programmed to unipolar and then getting oversensing with minimal isometrics. Kept in sensing bipolar. Caller ready to leave but patient had undersensing again. Sensitivity reprogrammed to 1.5 mv bipolar sensing. Of note, a-waves measured 5.1 mv at last check. Thresholds today are still a ood at 0.5 v @ 0.4 ms. Keeping sensitivity at 1.5 mv and patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).